Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and motor test. No unexpected pump error 130 alarm noted during testing. Device monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a insulin pump error alarms approximately 5 times in a row and has to be rewound. The customer's blood glucose level was unknown at the time of the incident. The customer was able to clear the alarm and was able to rewind the insulin pump. The customer informed that the insulin pump was not exposed to a high magnetic field. The insulin pump does not pass the displacement verification test. The device will not be returned for analysis.